Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient has had a driveline infection for approximately 3.5 months. Chronic medical management initiated and the patient was placed unos status 1a due to the driveline infection.